Manufacturer narrative:
One physical sample and two photos were received for investigation. The sample and photos were visually inspected, and the reported condition was confirmed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on all available information, a definitive root cause could not be determined at this time. However, actions have been implemented to address the reported condition. All information received will be used for further tracking and trending purposes.

Event description:
The customer reported a 10 fr argyle feeding tube was found to be severed in two pieces inside the package (unused). No other defective tubes have been found. A safety report was not entered. The issue was found over the weekend and the tube was kept. It¿s odd in that the ends do not appear to align where it appears severed.